Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device compared to how they felt. Due to low readings customer reported self treating by eating food. Then, due to "rising readings", the customer reported that they self-treated with insulin) dose/type unspecified) and no third party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.